Event description:
On (B)(6) 2013, the patient contacted animas and alleged that for the last two days, he has had blood glucose (bg) levels between 230-250 mg/dl and ¿feels funny¿ with these. Normal bg range is 98 to 130 mg/dl. Last night his bg was good. The patient changed out the site. This am got up around 7a with bg 198. At other times bg is good. Per health care provider (hcp) instructions, patient rotates site from abdomen buttocks, legs, and arms, and rotates every two-three days. Patient checks bg every 2 hrs. Customer support (cs) had patient prime 5 units, patient confirmed 5 drops of insulin at end of tubing. Had patient bolus a normal air bolus 5 units (times 3=15 units back to back) denied seeing one drop of insulin. Patient denies leakage or bubbles in tubing or cartridge. Denies abnormalities at the site. Coming out as usual in fast drops. Per patient, has not received any alarms. No associated alarms in history. Patient unable to recall if he noticed motor sounds when priming and bolusing. Cs advised patient to go to an alternate form of insulin delivery, since he cannot see any insulin coming out of the tubing during the air boluses. Advised patient to return the inset, cartridge and cannula with old pump. This complaint is being reporter for the alleged pump malfunction. The bg excursion does not meet the criteria of an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2013 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2013 and the last bolus was on (B)(6) 2013. The delivered boluses and basals add up correctly and total the daily insulin delivery total. The alarm history contains only typical usage alarms; nothing associated to complaint was noted. The pump passed a 29hr flow accuracy test successfully. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Also unrelated to the complaint, the display had a pinkish contrast. A test display was attached to the pump and illuminated properly and was clearly legible.